Event description:
A 63 yr old male pt presented with a leaky catheter, which had been placed about two years prior for peritoneal dialysis. The catheter appeared cracked and degraded in an area external to the pt. The distal 5 cm of the catheter were cut off and an extension catheter piece was attached. The pt sustained no complications.